Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the patient¿s device was not charging. The patient changed her batteries and it is not connecting to the implantable neurostimulator at all. She is not able to charge. This has been going on or months, and the patient says it was good and bad, good and bad, and that she was able to and then not able to charge and then able to charge. The patient thinks that her implantable neurostimulator is dead. The last time that she saw her health care provider was more than a year prior to the report. The health care provider had told her at that time that the implantable neurostimulator might need to be changed. It is not the external device. The manufacturer representative checked the external equipment and it was fine. It was clarified that the manufacturer representative did not know of the charging difficulties. The patient doesn¿t know what screen comes up on the implantable neurostimulator recharger. It was also reported that both the patient programmer and implantable neurostimulator recharger showed ¿call your doctor¿ screen, but the code was unknown. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was wondering what steps they need to take to get their therapy working again. They indicated that they need an MRI and have not charged their implantable neurostimulator (ins) in several years. The patient added that they are still debating between a few different physicians and will call with an update soon. No further complications were reported or anticipated.